Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/25/2015. The fse determined that the plt and hgb background issues were resolved by replacing both the diluent and water filters (fls1, fls3, fls4 and fls5). The fse performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported failing hemoglobin (hgb) and platelet (plt) background values on a coulter act diff analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.